Event description:
The caller reported that the pump battery would not charge, although there was no power source alert received. Importantly, this issue did not have any adverse impact on the customer's blood glucose level. The caller was using a tandem charging cable and attempting to charge the pump through a wall outlet. Technical support instructed the caller to plug the pump into a different wall outlet and leave it connected for at least 30 minutes to see if the pump would start charging. The caller agreed to follow these instructions and planned to follow up if the issue persisted.